Event description:
Our rep is reporting that the device failed 6 weeks post operatively. The versalok separated from itself and was floating in the joint space. The surgeon performed a re-surgery, removed the anchor and sutured the tendon to the bone fixating without the use of an anchor. The facility discarded the complaint device and did not supply the lot number.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.